Manufacturer narrative:
Product analysis: the device was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic, into a reportedly heavily calcified native annulus, a pre-dilatation with 22 millimeter (mm) non-medtronic balloon was performed. A non-medtronic guidewire was used and paced from during deployment. The delivery catheter system (dcs) along with the valve were repositioned twice because of inadequate depth in the cusp overlap view. On the third attempt, at 80% deployment, the valve appeared at the ideal depth. Forward pressure and pacing at 180 paces per minute (ppm) was maintained during final release. Once fully released, there was remarkable valve constraint on the non coronary cusp (ncc) and right coronary cusp (rcc). The valve was constrained due to the calcification. The valve dislodged into a supra-annular position. Moderate central aortic regurgitation (ar) was identified. As a result, a post-implant dilation with a 24mm non-medtronic balloon was performed. Of note, the aortography, both pre and post dilation, showed the valve had dislodged into a supra-annular position. A transthoracic echocardiogram (tte) was ordered and showed adequate hemodynamics with little to no aortic regurgitation (ar). A post-implant computed tomography (CT) and transesophageal echocardiogram (tee) confirmed the supra-annular position along with ar. Eight days following the valve implant, an open procedure was performed. The transcatheter valve was explanted and a surgical valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Date MFR received date was updated to the date the first medtronic person was aware of the explant procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device was received inside a small hospital specimen jar partially filled in cloudy red solution. All leaflets were tan and flexible. All leaflets were intact; no damages such as tears were observed. All commissures appeared intact. All leaflets were in the closed position. Tan host growth appeared adhered to the waist and outflow regions of the frame. Small remnant of host growth noted on the inflow side of leaflet 2, near the free margin. Multiple tears were noted on the tissue outer wrap of the frame. Based on the returned used condition of the valve, a deployment simulation and steady flow testing could not be performed to test against the frame expansion and central regurgitation allegations; gross observations prevent accurate testing of the device. Conclusion: the device history record and frame record were reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: four static images were provided for review of the event described above. A coronal computed tomography (CT) and a still frame angiogram of post implant of the medtronic bioprosthetic valve shows the device in a suprannular position in relation to annulus as reported in event description. An lao view of the medtronic bioprosthetic valve at 80% shows the left coronary cusp depth to be around 3 mm. A cusp overlap view for depth of the noncoronary cusp is not provided for this review. Patient anatomy at the annular level into the lvot is heavily calcified as reported. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. As reported per the physician, the valve was constrained due to calcification. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. As a result, a post-implant dilation with a 24mm non-medtronic (zmed) balloon was performed. As reported, patient had heavily calcified native annulus which may be a contributing factor for dislodgement. However, a conclusive root cause could not be determined with information available. Dislodge events are typically not related to a device malfunction. The event further indicates that following valve implant and prior to the post-implant balloon aortic valvuloplasty (bav), moderate central aortic regurgitation (ar) was noted. Regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. As reported, patient had heavily calcified native annulus which may be a contributing factor. However, a conclusive root cause could not be determined with information available. In this case, following the post bav mild central ar remained. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.